Event description:
It was reported that in (B)(6) 2012, the patient had 2.75 x 12 mm vision stent (unspecified if rx or otw) implanted in the left circumflex artery (lcx) and had percutaneous transluminal coronary angioplasty (ptca) performed in the obtuse marginal (om1) with an unspecified 2.5 x 12 mm device. The patient returned to the hospital with chest pain and ischemia was noted. Angiography noted severe restenosis in the lcx-om vessel. A non-abbott guiding catheter was advanced and a prowater guide wire was placed in the distal lcx and a non-abbott guide wire was placed in the om1. Pre-dilatation of the lesions in the lcx and om1 was performed using a 2.5 x 10 mm non-abbott balloon at 12 atmospheres (atm). The mini-crush technique was performed, implanting a 2.5 x 12 mm non-abbott stent in the mid lcx at 16 atm. Then the 3.0 x 20 mm promus stent (unspecified if rx or otw) was positioned at the lm-lcx. During placement of the promus stent, the stent dislodged from the balloon at the proximal part of the stent and the stent was deployed at the lesion at 16 atm. Post-dilatation was performed at 16 atm using kissing balloon technique with a 2.5 x 12 mm non-abbott balloon in the om1 and a 3.0 x 12 mm non-abbott balloon in the lm-lcx. Due to deflation difficulties with the 3.0 x 12 mm non-abbott balloon, the patient experienced hemodynamic instability, requiring 32mg of norepinephrine. Kissing balloon inflations were then performed with a 3.0 x 12 mm non-abbott balloon in the lm-lcx and a 2.5 x 12 mm non-abbott balloon at 6 atm. The ostium of the om1 was post-dilated with a 3.0 x 9 mm non-abbott balloon at 12 atm.

Manufacturer narrative:
(B)(4). Indication for use (treating restenosis). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted in the promus everolimus eluting coronary stent system instructions for use that: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Upon intravascular ultra sound (ivus), the promus stent was noted to be underexpanded in the proximal portion and was post-dilated with a 3.5 x 12 mm non-abbott balloon at 16 atm and a 4.0 x 8 mm non-abbott balloon at 16 atm. Final angiography noted timi 3 flow and 0% residual stenosis. The patient status was reported to be stable. No additional information was provided. Stent: 2.75 x 12mm vision. Dil cath: bsc 2.5 x 12 mm nc quantum, bsc 3.0 x 12 mm nc quantum, bsc 2.5 x 12 mm nc sprinter. Bsc 3.0 x 12 mm nc sprinter, bsc 3.0 x 9 mm nc sprinter. Guide wire: prowater, runthrough. Guide cath: cordis xb 3.5, medtronic al1. Sheath: 7 french. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information. The vision stent referenced is being filed under a separate medwatch report. Estimated date of event, estimated implant date.